Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the battery monitor board cables was reseated. Completed system checkout and ran gain cal. The system is functioning normally. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system was unable to expose. The site tried to reboot the system with no resolve. Navigation and imaging was aborted. No impact on patient outcome. There was a delay less than one hour.